Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and performed a fiber optic test which test results were within factory specifications. The fse suggested that the customer consider replacing the fiber optic module with a new one. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) prompted with a ap optical sensing module failure alarm. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
At this time, the customer has not requested for getinge to replace the part. The iabp was returned to the customer.

Event description:
N/a.